Event description:
It was reported the dragonfly opstar imaging catheter was used during the procedure, however, a disconnection occurred. The device was difficult to remove and had to be done manually. Upon removal, the device was found to be bent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported imaging loss, kink, and difficulty to remove appear to be related to operational context. In this case, it is likely that the patient¿s anatomical conditions caused the reported kink, which resulted in the reported imaging loss and difficulty to remove the catheter from the guiding catheter. In this case, it is likely that the catheter damage was caused by either the use or handling techniques employed during the attempted insertion. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.